Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds, which led to low amplitude and undersensing. The patient underwent exchange procedure, the rv lead was explanted and replaced. No additional adverse patient effects were reported.